Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician's programming system would not communicate. Patient therapy was not affected by this issue since the office has several programming systems. A company representative performed troubleshooting and found that the communication error message continued presenting until the serial cable was replaced. The physician was provided with a replacement serial cable and the faulty serial cable was discarded. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.